Event description:
Per the clinic, the patient experienced an infection at the implant site and skin breakdown at the magnet site which leads to extrusion of the receiver/stimulator (date not reported). Subsequently, the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on december 13, 2023.

Manufacturer narrative:
It was also reported that the patient experience a skin flap necrosis and was treated with oral antibiotics (specific date and duration not reported). This report is submitted on january 22, 2024.